Event description:
It was reported there was a reduction in brake force due to damaged casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Casters replaced by customer.

Event description:
It was reported there was a reduction in brake force due to damaged casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.